Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. As the occlusion alarms occurred in the past, troubleshooting was unable to be performed. The customer's blood glucose (bg) level went down to 68 mg/dl and was addressed with a glucose tablet. However, low bg was due to the customer's pregnancy and was unrelated to the pump or supplies. Tandem technical support informed the customer that the occlusion was within the cartridge. Customer reported all occlusions were cleared after a supply change.